Manufacturer narrative:
The insulin pump passed the basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No unexpected no delivery alarms or motor error alarms were noted. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker and a stained address and serial number label.

Event description:
Customer called to report the insulin pump alarmed for no delivery and motor error. Blood glucose reading was 261 mg/dl. The customer attempted to rewind the insulin pump after receiving the no delivery alarm and motor error alarm occurred. Troubleshooting was performed. Assisted with clearing the alarm. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).